Event description:
It was reported that during a case using the spine guidance software, the accuracy was off by 1 millimeter. They then successfully performed point-to-point registration to regain accuracy and the procedure was completed successfully with no surgical delay.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance software, the accuracy was off by 1 millimeter. They then successfully performed point-to-point registration to regain accuracy and the procedure was completed successfully with no surgical delay.